Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc remotely reviewed the instrument data which indicated that quality controls was in range on the day the event occurred. A review of the error log indicated there were multiple aliquot probe errors. Ccc remotely performed probe alignments for sample probe1; reagents probe 1 and 2, and a sodium hydroxide clean on the reagent probes. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the aliquot probe and auto aligned it. The cse cleaned the aliquot drain and ran quick check, which passed. A siemens headquarter support center (hsc) specialist reviewed the related service notification and concluded that none of the aliquot errors observed, directly pertained to the aliquot times of the samples in question. Hsc recommended the customer to always follow tube manufacturer's guidelines in order to minimize the impacts of pre-analytical sample handling issues that can result in excess cellular debris and gel entering the aliquot module. The cause for the falsely low ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on a patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower and consistent with previous results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.